Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The competitor method for the troponin I results was beckman. The customer expected "negative" results for both troponin t hs and troponin I. For troponin I, the customer performed additional testing to identify an interference. For both samples, the customer detected an immune complex with igg "explaining the high [troponin I] results." For troponin t hs, only the (B)(6)2025 sample underwent additional interference testing. The customer did not identify an interference. Sample material was requested for investigation.

Event description:
There was an allegation of high results not corresponding to the clinical condition for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. On (B)(6)2024 the troponin t hs result from the e801 analyzer was 7 g/l. The patient was tested for troponin I by a competitor method and the result was 43 ng/l. On (B)(6)2025 the troponin t hs result from the e801 analyzer was 16 ng/l. The patient was tested for troponin I by a competitor method and the result was 115.3 ng/l. The customer suspects an interference as "negative" results were expected.

Manufacturer narrative:
Sample material was submitted for investigation. The sample was tested for troponin t hs, troponin I, probnp, myoglobin, and ck-mb on a cobas e 801 analytical unit. The following results were obtained: troponin t hs: 14.7 pg/ml troponin I: 0.212 ng/ml probnp: 38.4 pg/ml myoglobin: 25.2 ng/ml ck-mb: 4.21 ng/ml the sample was treated using heterophilic blocking tube (hbt) with the following results: troponin t hs: 14.9 pg/ml troponin I: 0.207 ng/ml probnp: 37.2 pg/ml myoglobin: 25 ng/ml ck-mb: 4.34 ng/ml the sample was investigated further using size exclusion chromatography (sec). Based on the sec results and the results after hbt treatment, an interference was not identified. The customer's elevated results were reproduced during the investigation. The patient's troponin t hs may be correctly high. The origin of troponin t in the sample needs to be answered from a clinical perspective. The investigation did not identify a product problem.